Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, syringe 5ml saline fill china sp, the connector broke off inside the cannula port, rendering the cannula unusable and disrupting the patient¿s treatment.

Manufacturer narrative:
Investigation summary: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. Without the physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information.